Event description:
It was reported that the customer was hospitalized due to high blood glucose levels of 600 mg/dl. The customer changed the infusion set multiple times prior to the event. Troubleshooting was performed, and the insulin pump passed the prime test. However, the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.